Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from 14jan2025 through 23mar2025, per the timestamps. The pump flow values typically ranged from 4.3 ¿ 5.5 lpm. No notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The device history records for (B)(6)9 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the critical care unit (ccu) with biventricular failure and end-stage renal disease (esrd). The patient was given a tracheostomy and placed on hemodialysis. A computed tomography angiography (cta) scan taken on (B)(6) 2025 showed filling defects in the left-ventricular assist device (lvad) outflow graft (ofg), with moderate luminal narrowing, which was noted to have been seen previously. It was also noted that the patient's flows were lower than previously seen. Log files were submitted for review and did not capture any attributes that indicated pump thrombus.